Event description:
During the stenting of the renal artery this precise stent would not pass through the guiding catheter (pinnacle). The product was properly inspected and prepped. The product was safely removed and another stent (medtronic) was used to complete the procedure. There is no patient or lesion information available. There was no harm to the patient. Upon eval of he returned stent delivery system, the balloon was found to have a leak at the distal position of the distal marker band.